Manufacturer narrative:
H10: "synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon info which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes or its employees, that the report constitutes an admission that the device, synthes or its employees caused or contributed to the potential event described in this report." Explanation of corrected info: a2,a4,b6,b7,d7,d8: a response to synthes request for additional info was received from the pts lawyer on 7/28/97. The unknown info was not provided. Explanation for corrected info: d10: locking screws h3,h6: no evaluation was performed as the product was not returned.

Event description:
Attorney reported that his client has a broken titanium plate in her back or neck. Implant has been removed.